Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted in the mitral position within an existing bioprosthesis and embolized. A second transcatheter bioprosthetic valve was implanted inside the embolized valve (valve in valve) and was able to recapture the first transcatheter valve. The valves were successfully placed in the mitral position without adverse effects. It was reported that the patient was not a candidate for open heart surgery. Etiology of valvular disease was myxomatous degeneration.

Manufacturer narrative:
Product analysis: the valve will not be returned for analysis. Conclusion: device history could not be reviewed as the serial number of the device was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The instructions for use (IFU) warns not to implant this pulmonary transcatheter bioprosthetic valve in the mitral position. Preclinical bench testing of the melody valve suggests that valve function and durability will be extremely limited when used in this location. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.